Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Reported event was unable to be confirmed as part number and lot number of the device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Clement, n. D., mrcs ed, mathur, k., frcs orth, & colling, r., rcn. (2010). The metal-backed glenoid component in rheumatoid disease: eight-to fourteen-year follow-up. Journal of shoulder and elbow surgery, 19, 749-756.

Event description:
It was reported that ten (10) patients lost to follow-up or died